Event description:
Caller reported difficulty pressing pump quick bolus/wake button and occurrence of false error messages during the loading process, along with damage to the housing area. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.